Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 2.5 x 18mm resolute onyx drug eluting stent was intended to be used in a moderately calcified lesion in the distal rca and r-pda. Tortuosity was moderate. The lesion had 90% stenosis with severe proximal disease. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with an unknown size non-mdt balloon. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. Excessive force was not used. It was reported that the 2.5 x 18mm resolute onyx couldn't pass the mid segment even though there wasn't a high grade of stenosis there. Then a smaller 2.0 x 15mm resolute onyx drug eluting stent was intended to be used. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. Excessive force was not used. It was reported that the device also failed to cross the lesion. No stenting performed because the patient had cardiac arrest. The patient suffered from cardiac arrest after a second attempt to cross the mid rca, however it is reported that the cardiac arrest is not due to use of the resolute onyx stents. Patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. A kink was evident to the 11th & 12th stent wraps, causing misalignment to the stent struts. Deformation was evident to the distal tip. Kinking evident along the distal shaft, 4 to 5cm proximally to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient had cardiac arrest due to myocardial infarction. No intervention was performed to treat the cardiac arrest. If information is provided in the future, a supplemental report will be issued.